Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 22074112, expiration date 10/31/2014). (B)(4).

Event description:
Caller states the patient tested 6.5 inr on coaguchek xs system 1, 3.7 inr on coaguchek xs system 2, and 3.8 inr coaguchek xs system 3. The caller believes the patient's coumadin dose was increased based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.